Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) unlocked during surgery. The child patient had laceration of 3 cm and was sutured. There was increased surgery time of 20 minutes.

Manufacturer narrative:
Updated fields. The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed it had a loose swivel lock and residue buildup present as a result of routine use and wear; however, this would not contribute to slippage of the patient. Unrelated to the reported issue, the internal parts of the unit were replaced to adjust the unit according to the manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test. Root cause - the complaint is not confirmed. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a